Manufacturer narrative:
There was no pt injury reported. Thee distributor did not provide this info. The product was returned for evaluation. Inspection found that the left window had a broken zipper slider. The right side large and small triangle windows each had a one foot tear in the mesh netting. There were no missing zipper teeth. (B)(4).

Event description:
The customer reported that the canopy bed had a broken slider and missing zipper teeth. There was no pt injury reported.